Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2017, it was reported that the patient was only feeling stimulation in their right knee since (B)(6) 2017, after they had an increase in stimulation. The patient stated that they had been hurting for the past week ((B)(6) 2017) and had not been feeling stimulation in their back or legs as well. There were no traumas reported that could be related to the issue. Additional information was received on 2017-09-20 from the manufacturing representative (rep) reporting that the patient was getting stimulation in both legs and then their coverage changed and they were only getting stimulation on their right side from their hip down to their knee. It was reported that the rep tried to program the electrode configurations across the lead and they changed the rate increasing the pw up 1000us. It was reported that they were not able to get coverage in anything but the right-side hip to knee. Again, it was reiterated that the patient had not had any falls. It was indicated that stimulation was working in their low back and both legs four weeks ago. The rep ran impedances at 3v and the range for all pairs were between 1100 and 1650 ohms. It was stated that on all combinations where they were programming the patient could feel stimulation, but they were not getting the expected coverage. Technical service reviewed that the stimulator seemed to be functioning as expected and that they should maybe consider reviewing the lead placement. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reported that the cause of the stim only being on their right side from their hip down to their knee was unknown. The rep reported that the patient was in the process of getting x-rays to see if the leads had migrated. No further complications were reported.